Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data / product was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be an early sensor expiration with the root cause of potential patient misuse. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.